Manufacturer narrative:
Malformed clip, non-conforming cam channel. Eval summary: the analysis results for the msm20 instrument found that it was returned with the tip of the cam channel broken. The instrument was cycled and ejected 3 clips due to the cam channel condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a thyroidectomy procedure that the clips would not advance. Another like device was used. There was no pt consequence.